Event description:
Dear FDA, regulatory misconduct team, I am writing to report a potential case of regulatory misconduct involving medtronic ventricular lead model 4968, which remains implanted in my 4-year-old son despite evidence of repeated device failures and incompatibility concerns. Specifically: this lead was used as part of a pacemaker system with non-medtronic components (greatbatch adapter and biotronik generator). Multiple clinical malfunctions occurred: sensing failures, bradycardia episodes, battery drops, and high voltage requirements. Whether medtronic has tested model 4968 with non-medtronic components; whether known failures or risks exist, whether this model is involved in any current or pending safety alerts. I am acting as a parent protecting her child, and I urge the FDA to treat this case with the seriousness it deserves. My child may be at risk of sudden cardiac death if this lead fails again. Thank you for your time and investigation. My 4-year-old son, (B)(6), has suffered multiple complications after receiving a mixed-brand pacemaker system including a medtronic 4968 lead. Although other components (adapter and generator) have already been replaced due to repeated sensing failures and battery exhaustion, the original medtronic lead remains inside his the device still remains in his body, with no official explanation, alert, or removal recommendation. Medtronic has not provided any safety warning or confirmed whether the device is safe in mixed-brand use. The hospital has reprogrammed the system several times, but the same issues return. I believe there may be regulatory negligence, either: by failing to disclose known incompatibility risks, or by continuing to distribute or market a potentially unsafe product in pediatric applications. I ask the FDA to urgently investigate: body. The following adverse events have occurred since implantation: multiple sensing failures (recorded bradycardia events below programmed limits) abrupt battery drops with premature depletion (from 8 months down to 10 days) four reprogramming sessions and two surgeries within 3 months high stimulation thresholds, with voltage needs up to 8x higher than expected ongoing unexplained clinical deterioration requiring close monitoring we suspect this lead may be incompatible with non-medtronic systems, or defective. We are especially concerned because: there is no explanation from the hospital for the failures. There are no formal alerts visible for this model in public databases. The lead is still implanted, and I do not know if it is safe to keep it there. I am submitting this report because my son is now dependent on this system to stay alive, and if the medtronic lead fails again, he could die. I am seeking urgent evaluation by FDA of this device and any possible incompatibility with components from other brands. I request that this report be considered a formal request for investigation.